Manufacturer narrative:
B5: additional information. Patient outcome: all patients recovering with no clinically significant vision loss from the event. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cataract patients presented with toxic anterior segment syndrome (tass) after using phaco handpiece and signature disposable tubing packs. A brief description from the surgery center indicated that they have had three cases of tass. Attempts at follow up have been unsuccessful and no additional information is available at the time of this report. This report is for the tubing pack used for the 2nd unidentified patient. A separate report is being submitted for the handpiece used for the patient. Also separate reports for the handpiece and signature tubing packs will be submitted for the other 2 unidentified patients.